Manufacturer narrative:
(B)(4). The patient was transferred to the rehab facility on (B)(6) 2014. The peritonitis was reported to be resolved on an unspecified date in (B)(6) 2014. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported the patient was in a long term rehabilitation facility when the peritonitis was diagnosed. The patient was treated with unspecified antibiotics but had been on intravenous vancomycin (dose, frequency and duration not reported) for unspecified infections. During the stay at the rehabilitation facility pd therapy was ongoing but with the use of manual supplies only. On an unknown date, the patient¿s pd catheter was discontinued and subsequently the patient was switched over to hemodialysis therapy. It was reported the peritonitis was resolved (unknown date). No additional information is available.